Event description:
The user facility in (B)(6) reported during surgery the polyimide cannula detached from the hub. There was no pt injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.